Manufacturer narrative:
Omsc customer service engineer followed-up the facility to obtain add'l info regarding this report. The facility reported that they have provided antibiotics to pts in each cystoscopy since the event happened. The engineer checked the subject device and an automated endoscopic reprocessor (aer), and there was no abnormality in the subject device. The engineer also observed the reprocessing procedure at the facility and found that the facility had not checked the concentration of the disinfectant for the aer in each use. The subject device was returned to omsc for eval. The eval confirmed that there were brown residues within the suction cylinder and white residues within the instrument channel port of the subject device. There were scratches within the distal end of the instrument channel. There was no abnormal point in its mfg record. The cause of this report appears to be related user error. This report is one of the two reports. Please reference 8010047-2013-00759.

Event description:
Olympus medical systems corporation (omsc) was informed that there were two pts complaining of fever after having a cystoscopy on different days. It was reported that the pt was provided antibiotics and was doing fine.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide evaluation results and correct the from "other" to "serious injury". Omsc performed a component assay of the residues within the suction cylinder and the instrument channel port of the subject device. The assay confirmed that component of rust, silicone and polysulfone was detected from the residues. It is most likely that these residues attached to the subject device due to improper reprocessing in the facility such as insufficient brushing or rinsing during reprocessing. Please cross-reference MFR. Report# 8010047-2013-00759.